Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level. Customer received pump reset instructions from technical support, successfully reset the pump, and was advised to continue using the pump with the instruction to call back if the issue recurred.